Manufacturer narrative:
(B)(4). Batch#: t9272d. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This is an evaluation of the pictures provided by the account and not of the actual instrument: image 1: the image provided by the customer is that of the distal jaw of what appears to be an har instrument. Image 2: the image provided by the customer is that of the distal jaw of what appears to be an har instrument. A closer look at the clamp arm interface shows that the tissue pad was detached. Image 3: the image provided by the customer is that of the handle of what appears to be an har instrument. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the white tissue pad fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.